Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. On the same day as implant, it was reported that the pump developed a flat motor current coinciding with a low flow rate. Suction alarms sounded despite proper positioning being verified. Volume and blood products were administered in response to the issue and the staff was advised to replace the pump. Despite the recommendation, support with the implanted pump continued. Three days later, the patient came back from a planned operation that resulted in cardiopulmonary resuscitation and was noted to be experiencing some oozing from the impella site. Blood products were again given to treat the condition along with unspecified surgical intervention and five hours of coagulation management. The pump remained in use following the intervention. The patient survived the event.

Manufacturer narrative:
The investigation for the low pump flow and the access site bleed has been completed. The pump was not returned for evaluation. Data logs were reviewed finding many suctions occurred. Many impella positioning unknown alarms were observed. No motor current (mc) spike were observed. The cause of the low pump flow issue could not be determined since the complaint device was not returned for analysis and lack of clinical details. The cause of the access site bleeding - major issue could not be determined since the complaint device not returned for analysis and lack of clinical details. Revised reporting contact email since the initial manufacturer device report number 1220648-2024-23300 was submitted in accordance with updated procedures.